Manufacturer narrative:
The sealant of the mynxgrip vascular closure device (vcd) was not showed. There was no reported patient injury. The product was returned for analysis. One non-sterile mynxgrip vascular closure device 5f was returned. Per visual analysis the shuttle was disengaged to the black handle. The procedural sheath was observed on the shuttle cartridge/catheter, fully retracted. The syringe was connected to the device with stopcock open. The advancer tube was observed on the catheter shaft, near the balloon proximal tip. The sealant was not returned with the device. The condition of the returned device indicates an incomplete deployment of the sealant. It is unknown if the device was manipulated post procedure. The balloon distal end was severely inverted. The catheter and shuttle cartridge were inspected for anomalies that may have contributed to the reported event. No visual damages or anomalies were observed. Per functional analysis the advancer tube was found not engaged to the proximal tamp lock. Shuttle down step was simulated and the advancer tube was properly engaged to the proximal tamp lock as intended per the specification. No anomalies were observed. Per dimensional analysis the advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. Per microscopic analysis the tamp locks were inspected for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A product history record (phr) review of lot f1818602 revealed no anomalies or non-conformances during the manufacturing process that can be related to the reported event. The reported ¿sealant failure to deploy¿ was not confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural factors may have contributed to the event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. In addition, it was found that the balloon¿s distal end was severely inverted which indicated that excessive force may have been applied on the catheter during the retraction step. According to the instructions for use, although not intended as a mitigation of risk, ¿deploy sealant align the balloon catheter with the tissue tract. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review, the procedure films nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lots (f1818602) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of the mynxgrip vascular closure device (vcd) was not showed. There was no reported patient injury. The product will not be returned for analysis.